Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd phaseal¿ assembly fixture m12 had vial breakage issues. The following information was provided by the initial reporter translated from japanese to english: the user facility reported that "the customer reported as follows: when the hcp attempted to attach the protector to a vial using assembly fixture, the vial broke off. The drug used is the anticancer agent trastuzumab."

Event description:
It was reported that 1 bd phaseal¿ assembly fixture m12 had vial breakage issues. The following information was provided by the initial reporter translated from japanese to english : the user facility reported that " the customer reported as follows: when the hcp attempted to attach the protector to a vial using assembly fixture, the vial broke off. The drug used is the anticancer agent trastuzumab."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 08-aug-2022. H.6. Investigation summary: one protector attached to a vial was provided to our quality team for investigation. Through visual inspection, the vial is observed to be cracked along the bottom. There was no defects observed within the protector, the needle properly penetrated the vial stopper. No sample or photo of the assembly fixture was available. Product undergoes 100% inspection prior to release, including verifying the functionality of the vial holders. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time.